Event description:
It was reported that during an ankle ligamentoplasty surgery the wire of the device did not run. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Per (B)(4) rev. 24.0, product history reviews are required for all complaints classified as an early warning or adverse event and any complaint where investigation reveals a confirmed cause category of design, process, product, or supplier. Complaint allegation was not confirmed. Visual evaluation did not showed any damaged or breakage to the wire loop and the suture lasso needle. Device testing showed the wire loop was able to pass through the suture lasso needle without and issue. No problem found.